Event description:
It was reported there was no capture on the atrial lead. It was also reported the lead impedance measurement was high and the polarity switched to unipolar which caused pectoral muscle stimulation. The lead remains implanted and was turned off. A lead revision procedure has been scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5086mri implantable pacing lead (B)(6) 2013. (B)(4).